Event description:
It was reported that the md inserted a sheath into the femoral artery. The fiberoptix sensor (fos) was connected to the pump (iap-0500d) for automatic zeroing. The "low light" alarm occurred and there was no automatic zeroing. The intra-aortic balloon (iab) was inserted and a "very bad" arterial pressure (ap) signal was seen. The fos cable was disconnected from the pump, the sensor was inspected for dirt, and cleaned with alcohol and still no effect. The "low light" alarm occurred. The ap transducer was tried. Ap zeroing offset window occurred. A second iab was not connected and the automatic zeroing did not work. As a result, the iab was not inserted. Pt was displaced for surgery without iab support. Reference MDR # 1219856-2009-00154 for second event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.